Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a consumer (con) regarding a patient with an implantable infusion pump with unknown medication. It was reported that patient mentioned that she had an emergency surgery around late (B)(6) or beginning of (B)(6) of 2017 because of an infection. She also said that the pump came back as negative with infection. Registration was scanned in on (B)(6) 2021. Prs began processing the registration on (B)(6) 2021. After 3 gfe was unable to verify the hcp's name and removal date of the pump system. Used sequence date and undetermined.